Event description:
Baxter canada received a report that an intermate "had a bad flow." This condition has the potential to interrupt therapy. Patient involvement is currently unknown, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination noted the bladder had been ruptured in a non-footed position. An additional complaint file was opened to investigate the condition found in service. The ruptured bladder prevented functional testing to verify the reported problem of "bad flow." Therefore, conclusive evaluation could not be conducted on the unit. The root cause could not be determined. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.